Manufacturer narrative:
The reported event of lead exhibited pacing problems was not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. All tines were found intact and undamaged. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited pacing problems. The rv lead was removed and replaced. The patient was discharged with no reports of adverse consequences.